Manufacturer narrative:
No further patient complications were reported/ anticipated as a result of this event : product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the two extensions and the battery were removed, the leads remain implanted.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI #: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor and movement disorders. It was reported that patient had an infection and the doctor removed the extensions and battery. Patient explained that once the infection cleared, the doctor would replace the device. The issue was resolved at the time of the report. No further patient complications were reported/anticipated as a result of this event